Event description:
The customer reported "unit is leaking cidex opa." There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The fse found leak at heater element of disinfectant reservoir. The fse replaced tank, tested and ran empty test cycle. Unit is operating within manufacturer's specifications. Results - disinfectant reservoir.